Manufacturer narrative:
A philips response center engineer (rce), spoke to the customer biomedical engineer (biomed). The biomed did not report any further errors, and everything seems to work normally. The rce obtained log files, which were then sent to a philips clinical specialist (cs) for review. The cs was also able to confirm, that there was no disconnect. Therefore, monitoring was continuing, during this timeframe, but no alarms occurred from 10:58:51 and the ECG leads off at 11:03:46. There was no product malfunction. "ECG leads off" messages had occurred, along with an asystole alarm, which was silenced by the user. No disconnection with the mx40 telemetry device was noted during this time. This information was provided to the customer. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a lack of transmission of bed tele37 to the philips information center ix (pic ix) central station for ten minutes resulting in a missed asystole alarm. The deterioration of the patient's condition and the cardiovascular arrest were not recognized in time, and as a result the a patient died.